Event description:
Per the clinic, the patient also experienced wound dehiscence, skin breakdown and necrosis at the implant site.

Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023 and reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.